Event description:
It was reported the side port detached.

Manufacturer narrative:
The device was not returned for analysis. However, review of the device history record confirmed this lot met mfg requirements prior to shipment. In conclusion, the device was not returned for analysis, therefore, the cause of the reported side port detachment could not be conclusively determined. However, corrective action was initiated on october 10, 2006 to investigate sidearm detachments. The current bonding process has been updated and validated to prevent recurrence. This device was manufactured prior to implementation of the corrective action.